Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the atw35 instrument did not cut and did not staple. Another instrument was not used to complete the case. There was no consequence to the pt.